Manufacturer narrative:
Device expiration date: unknown . Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that separation issues occurred after use with a bd vacutainer® barricor¿ lh plasma blood collection tubes. The following information was provided by the initial reporter, "during the centrifugation, the barricor separator doesn't migrate correctly. Either it remains at the bottom of the tube or it it's positioned in the middle of plasma." 5 occurrences were reported.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for testing and upon completion, no issues were observed relating to no migration of the separator, as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.

Event description:
It was reported that separation issues occurred after use with a bd vacutainer® barricor¿ lh plasma blood collection tubes. The following information was provided by the initial reporter, "during the centrifugation, the barricor separator doesn't migrate correctly. Either it remains at the bottom of the tube or it it's positioned in the middle of plasma." 5 occurrences were reported.